Event description:
Patient presented with moderate-severe angulation just below the renals. Access and deployment of a 25-16-120bl bifurcated device and a 28-28-75l proximal extension were uneventful. After post-dilatation ballooning, there was an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. A palmaz stent was placed with good seal.

Manufacturer narrative:
Review of lot records/work order, prior reports. No issues were noted. Use of device with severe aortic neck angulation is off-label.

Event description:
Patient presented with moderate-severe angulation just below the renals. Access and deployment of a 25-16-120bl bifurcated device and a 28-28-75l proximal extension were uneventful. After post-dilatation ballooning, there was an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. A palmaz stent was placed with good seal.

Manufacturer narrative:
Review of lot records/work order, prior reports. No issues were noted. Unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn.